Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large air bubble in the cartridge tubing. There was no impact to customer's blood glucose. Reportedly, the tubing was primed to remove the air.